Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Prior to deployment of the closure device, a thrombus was identified attached to the was. A non-boston scientific thrombectomy device was used to aspirate the thrombus and the procedure was successfully completed. No patient complications were reported.